Event description:
Customer stated "daughter was using the pad when she saw and smelled smoke" the product has not been returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.